Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired from sudden cardiac death. It was reported that the device detected and delivered therapy however there was an allegation of tachycardia undersening present.